Event description:
It was reported that the pulse generator exhibited a sensing anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found atrial undersensing due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.